Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that due to fluid loss the patient had his artificial urinary sphincter (aus) removed and replaced. It was added that the patient is doing well post surgery. The aus was explanted and a new device consisting of a 4.0 cm cuff, pump and balloon were implanted. It was further reported that the surgery date is (B)(6) 2019 and the device stopped working 1 year before this surgery date.